Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The new main electronics were shipped to the customer to resolve the issue.

Event description:
The customer reported that the bellavista 1000 neo experienced blue screen issue while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with this reported event.